Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 223 mg/dl and 53 mg/dl within ten minutes. No adverse event reported meter and strips replaced and requested for return..